Event description:
Elevated troponin I and ckmb results on 2 samples from the sme pt. Samples were sent to another laboratory for confirmatory results which were within normal limits. Elevated results of this magnitude might initiate ardiac catheterization. There was no report of harm as a result of this event.